Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, a temperature error code was seen. The controller turned off and then back on. Temperature and pressure held, but at end of procedure, the physician was unable to aspirate the same amount of fluid from the balloon catheter that it was filled with. After removing the device from the patient, the physician tried to fill the balloon and saw fluid leaking from two holes in the balloon catheter. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had damage to the balloon due to a housing puncture, however no other leaks were found.